Event description:
The distributor reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented no image. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. No image was displayed due to a failure of the image pickup unit due to an external factor. The bending section cover adhesive was missing. Due to external factors, the bending section was not securely fixed due to wear of the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.